Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - netherlands.

Event description:
It was reported outside of surgery that the device doesn't come up to speed. There is no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2025-00207. The initial report was created in error and should be voided. This MDR is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, g2, g3, g6, h1, h2, and h11.

Event description:
This MDR is a duplicate of 0001526350-2025-00207. The initial report was created in error and should be voided.